Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the device investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: noise on image (pixel fault). A device history record review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that failure of the locking mechanism led to the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head's retractable sleeve was sticking, and the scope did not hold in place and fell out during an unspecified procedure. The intended procedure was completed with another camera head. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head's retractable sleeve was sticking, and the scope did not hold in place and fell out during an unspecified procedure. The intended procedure was completed with another camera head. There were no reports of patient harm.